Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
It was reported to philips that the device has an internal o2 sensor alarm. It was unknown if the device as in use at the time of the event. A good faith effort has been made to obtain more information. A philips field service engineer (fse) was dispatched to the customer site to provide onsite assistance.

Manufacturer narrative:
G4: 05oct2020; b4: 06oct2020. There was an entry error for the serial number, and there was no malfunction for sn: (B)(6). There was no malfunction reported for this device per review of the field service engineer's notes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.